Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned. Electrical testing was normal. The lead connector passed insertion testing into the test is-4 connector sleeve but unable to perform insertion test into test device due to the condition of the lead, as received. Dimensional analysis of the connector boot was measured within the product specifications. Unable to perform impedance test due to the condition of the lead, as received. Visual and x-ray inspections of the lead was normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.